Event description:
It was reported to philips that the device fell. There was no patient involvement. The service representative evaluated the device and found the external paddles damaged. The external paddles need replacement. It was determined that this was a malfunction of the external paddles. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device fell. There was no patient involvement. Additional details have been requested.